Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an inaccurate delivery issue with the pump. No additional information was available. Several attempts by the customer support to follow-up on the matter were unsuccessful. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved.

Manufacturer narrative:
Follow-up #1: date of submission 05/31/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 05/14/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Review of black box data found that the available date range did not cover the complaint date due to continued customer use. Review of the available date range indicated that the total daily delivery added up correctly and reflected the user¿s basal program. The pump powered up to the display with auditory and vibratory features. No tactile issues were found with the keypad buttons. Unrelated to the complaint, the bolus button cover was found missing from the pump. When performing the rewind/load/prime sequence the pump alarmed for motor rewind error. The investigation was unable to clear the alarm and the remaining testing could not be completed. Pump casing was opened and moisture intrusion was evident on the display screen circuit, the motor regulator circuit, and the bolus button pin. Due to the recurring motor rewind error alarms, the alleged history/settings issue cannot be fully evaluated and no conclusion can be drawn regarding the complaint.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.